Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture baker grade IV" and "silicone-induced granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV" "silicone-induced granuloma."

Event description:
Healthcare professional reported for right side "capsular contracture baker grade IV with continuous daily pain", "intracapsular heterogeneous tissue with delayed contrast enhancement, findings that may be related to silicone-induced granuloma, more evident in the left breast". The device remains implanted.